Event description:
It was reported the patient could not charge the device as recommended. In turn, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Physician's name was entered incorrectly in the initial report. It has been correctly entered in additional report-1.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.